Manufacturer narrative:
This is in response to a freedom of information act request from (B)(4) 2014. Skytron received the info requested, however, the hosp involved, contact info, product model, and other relevant info is not provided and we cannot complete our investigation. If this info can be provided we can f/u with our distributor network and update our findings with the FDA.

Event description:
This MDR is in response to skytron's foia request from (B)(6) 2014.